Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on(B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on(B)(6) 2016. The patient became unconscious, due to not hearing the low alert on her receiver at the time. Patient's caregiver found the patient unconscious and administered her glucagon. After about 10 minutes, the patient regained consciousness. Additionally, patient tested the receiver alarms and the fixed low alert was functional while the attentive high and low alerts only vibrated. At the time of contact, the patient was okay. No further event or patient information was provided. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. A manual test was performed and speaker sounded. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)